Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was admitted several times and the last time was 5 weeks ago. For 5 days, the patient had fluid collection over the pacemaker and bumped up to 9v on their device. It was noted that the patient was put on antibiotics and this was resolved and the patient was sent home. Additional information received reported that the patient had a cyst over their implant and was kept for 5 days after implant. The patient had had nothing but problems since the implant.